Event description:
Could not put any weight on it at all [weight bearing difficulty], uses a walker [gait disturbance], pain mostly under knee cap [arthralgia]. Case description: spontaneous report was received on (B)(6) 2012 from a consumer regarding a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history was significant for arthroscopic surgery to the left knee to replace a meniscus lesion, (B)(6) ago. The pt had received treatment with synvisc one (hylan g-f 20) a (B)(6) ago in right knee with good results and (B)(6) ago again with no problems in right knee and swelling in left knee. On (B)(6) 2012, the pt initiated with synvisc one injection, 6 ml, once in both knees. The synvisc one lot number was not provided. The same night after receiving the injection, around 10 pm, the pt experienced pain that was beyond mild to moderate. The following day, she could not put any weight on it at all. The pt received treatment with methylprednisolone, 4 mg and benadryl (diphenhydramine) every 3 hours. It was reported the pain was under her knee cap and she was using a walker. No action was taken with synvisc one. The outcome for the events of "could not put any weight on it at all" and "pain mostly under knee cap" was unk. The outcome for the event of "uses a walker" was not yet recovered. Relevant concomitant medications were not provided. The intensity for the event of pain mostly under knee cap was assessed as moderate. The intensity for the other events was not provided. This is 1 of the 2 cases created for the same pt. The total list of cases created for this pt are (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.